Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was in need of validation code. A technical support specialist found that the user attempted to request medication using a validation code instead of rxverify. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, need a validation code. The customer reported that when tried to use a validation code, it did not work. The customer stated that this malfunction occurred while dispensing medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.